Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: during investigation, there was moisture damage found in the battery compartment. The pump was unable to power on and was completed unresponsive. The pump was opened and there was no further moisture damage found. A leak test failed due to a battery compartment leak. The battery cap contact measurements were within specification.